Event description:
It was reported to adac that the vertical dimension in angio localization appeared to be off by 1 cm. The concern is that this could result in mislocalization of the radiation treatment. No injury was reported as a result of this issue.